Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed a change in thresholds. It was determined that the lead had perforated the patient's ventricle. The patient was seen for a revision procedure where the lead was successfully repositioned. There were no additional adverse patient effects reported.